Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting that took place in september 2015 (post# (B)(4), awareness date o4-oct-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) coils implanted in (B)(6) 2011. She had no prior history of female issues. She had never been diagnosed with a bacterial infection. She only got yeast infections if she was taking strong antibiotic. She was not on any form of birth control prior to her depo shot administered 1.5 months prior to her scheduled procedure (to soften her cervix, or something like that). She has an inverted cervix. She knew that because she heard her ob's saying that during her last two pregnancies. She had one abnormal pap 13 years prior to this procedure. This was treated with cryotherapy and all subsequent paps (12 years in a row) were clear. She had no family history of autoimmune disease and had several female family members who reported severe nickel allergy. Her doctor had a very hard time getting her left coil inserted properly, so the procedure itself was rather uncomfortable. He had to call an essure representative into the room to assist. The consumer was in tears because she was only given oral nerve medication to help her relax. There was no relaxing through that pain. This quick procedure took much longer than expected and was way too painful for me to have been awake. Cramping started immediately after the procedure. In addition to the constant cramping, there was so much bleeding that she didn't know what to do. She went back to her doctor one week after her procedure and was told that the implant was not the problem, it was the depo shot wearing off. Approximately 3 weeks later the bloating and pain started. She went back to her doctor and was diagnosed with pid. Note: she had never had a vaginal bacterial infection, this was the first time she ever had pid. Also note that entire time she was bleeding. She was given antibiotics and sent out the door. She finished the antibiotics and approximately 3 weeks later she felt much better. The swelling in her stomach was gone, the bleeding stopped, her period returned to normal cycle, although her cramping was much worse than usual. The bloating never stopped. She has photographic evidence of that. She was never a small person, but she never had a protruding stomach. She could wake up one morning and fit in a size 12, the very next morning she could be in a 14. She started logging these events and did find a correlation to ovulation. During her extreme bloats she experienced severe cramping in her pelvic area. Not quite as intense as period cramps, but incredibly uncomfortable. To get to the point, these were the adverse effects she suffered from: bloating, cramping, stomach pain, leg swelling, increased in period cramp intensity, brain fog, pre-menopausal symptoms, hair loss, facial hair growth, chronic pid and pcos. At one point her doctor performed an ultrasound and could not find the left coil. He refused to admit that any of her issues were caused by essure. She went to another doctor for a second opinion. He, likewise, performed an ultrasound and could not find the left coil. He was more open to the possibility of her symptoms being related to the essure device, but wanted her to have some blood-work because he suspected pcos. He wanted to try putting her on medication for diabetes to control pcos. At that point, she felt hopeless and had not tried to pursue removal again since. As if experiencing the adverse side effects was not enough, she could not find a doctor to take her health seriously. It seems like no one wanted to be affiliated with removing the device in fear that they may be sucked into legal proceedings associated with the device itself. At the time of report, she was in pain. Result and assessment of the product technical complaint investigation received on 20-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 15-feb-2016 follow-up received from consumer via regulatory authority (mw5059647). Consumer stated that essure was implanted on (B)(6) 2011. Immediately, she had issues with chronic bleeding, pain, weight gain and inflammation. Hysterectomy was done on (B)(6) 2015 to remove essure. An injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Case upgraded to incident. Follow-up from 15-mar-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a pid (interpreted as pelvic inflammatory disease) diagnosed approximately 4 weeks after essure insertion. She had never had a vaginal bacterial infection prior to essure, this was her first pid. She was given antibiotics. No further information about this treatment was provided. It was not informed whether she received intravenous or oral antibiotics. She also had bleeding (interpreted as genital bleeding) that stopped after treatment with antibiotics. An ultrasound was performed and the physician could not find the left coil (interpreted as device dislocation). Later, it was informed essure was removed via hysterectomy. These events are serious due to their medical importance and listed in the reference safety information for essure. Considering that this pid occurred within 4 weeks of essure insertion and lack of alternative explanation, its causal relationship with essure cannot be excluded. Also, considering the nature of genital bleeding and device dislocation, these events are assessed as related to essure. Previously, this case was regarded as non-incident since neither hospitalization nor surgical intervention was reported. According to follow up information, hysterectomy was done to remove essure. Therefore, this case was updated to incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up receive don 09-nov-2016: the ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Around 1 year later, she found out she was pregnant and gave birth. Two years after essure insertion, she underwent a surgery to remove essure coils. However, one was not found. Diagnostic imaging showed that essure was lodged in uterus (interpreted as device embedded). She had a second procedure to remove her remaining essure coil from her uterus pelvic pain, device dislocation and pregnancy with contraceptive device are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Although the exact date and mechanism of this device embedment is unknown, given its nature, a causal relationship with essure cannot be excluded. In addition, in this case, it is not possible to know if the pregnancy is the consequence of device dislocation or it is due to an ineffective device since it occurred after the 3-month period, therefore, the pregnancy is assessed as related to essure inserts. This case is regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through litigation process.